Manufacturer narrative:
The reported low speed and pump stoppage events were confirmed via the submitted system controller log file. The submitted x-rays were inconclusive for any areas of potential wire compromise. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s perc lead; however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The device is expected to be returned for evaluation. It has not yet been received. Approximate age of device ¿ 5 years and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that red heart alarms occurred while connected to system monitor. The patient successfully exchanged system controllers at home. Upon system controller history interrogation, low flow and low speed advisories were observed on the exchanged system controller. Technical service reviewed the log file submitted which contained multiple pump stoppages. These issues only appear to be occurring while connected to the power module. Technical services also reviewed x-ray images provided and reported that there were 2 areas of concerns, the shielding at the pump is stretched some and also at the exit site of the driveline looked to be kinked a little bit. Pump exchange was performed on (B)(6) 2017. No additional information was provided.